Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported severe bluntness of smaller calcar planar, due to high volume usage. Able to complete procedure using larger calcar reamer. No effect on patient outcome or safety. 3 minute delay to procedure.